Manufacturer narrative:
The reported event of sterility compromised. Although the suspect device has been received, the evaluation has not yet been completed. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
Visual inspection was performed; the pouch was open about 13 cm. The other 3 sides were completely closed. Seal marks in the mylar and pressure marks in the tyvek, all in the chevron area, were found, indicating that the pouch was sealed correctly. A seal pull test was performed on different seal sections in the chevron all of them passed according to the specification. Based on the evidence presented by the pouch, there is a high likelihood that the probable cause for the failure appeared to be related to handling factors since this occurred on preparation of the device. It is possible that during preparation of the device, the package may have been open before to use it; thereby compromising the integrity of the sterile device. Also according with the integrity seal pouch test, there was no anomalies found. . Therefore, the most probable root cause will be documented as "handling damage". A DHR (device history record) review was performed and no deviation was found

Event description:
It was reported to boston scientific corporation that a hydrajag guidewire was involved in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during preparation for the procedure the package was noted to have been opened, compromising the sterility of the device. The procedure was completed with another hydrajag guidewire with no patient complications. The patient's condition has been described as "stable."

Event description:
It was reported to boston scientific corporation that a hydrajag guidewire was involved in an ercp (endoscopic retrograde cholangiopancreatography) procedure on (B)(6), 2011. According to the complaint, during preparation for the procedure the package was noted to have been opened, compromising the sterility of the device. The procedure was completed with another hydrajag guidewire with no patient complications. The patient's condition has been described as "stable."